Event description:
The customer reported a collimator error, filament calibration error and data errors. The fe confirmed the system hard down. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.